Event description:
The customer reported bands and a snowy image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by cannon healthcare solutions USA. (B)(4). Eval of the returned unit found a loose screw inside the unit that was shorting out the ref board intermittently. The sensor panel was serviced for the loose screw issue. The panel was tested and met specification. (B)(4).